Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the malfunction. The inspiratory printed circuit board (pcb) was replaced and reseated all the pcbs in the card cage. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator would not complete the oxygen (o2) calibration and the ventilator was in inoperable condition. The ventilator was not on a patient at the time of the vent.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.